Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's mother stated that the customer was sleeping when the insulin pump began alarming. The customer's blood glucose was 317 mg/dl. The customer did not observe any significant events leading to the alarm. The customer also stated that she had to double-press the act button in order to deliver a bolus. She declined troubleshoot assistance for the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with intermittent response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.